Event description:
The patient had tenderness at the pump pocket site, so the hcp (healthcare professional) moved the pump over to the other side of the patient¿s abdomen during a catheter revision procedure (see manufacturer¿s report # 3004209178-2015-05224). After the revision the pump was being filled with morphine 1mg/ml and being started at .048 mg/day. Prior to the revision, the pump was delivering dilaudid. As of 03/10/2015, the patient was getting therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).